Manufacturer narrative:
Additional information received on august 11th 2025, patient was readmitted to the hospital on (B)(6) 2025 with concern of continued infection. She underwent intravenous antibiotics treatment and then proceeded with a hysterectomy for pain and the infection on (B)(6) 2025. Patient is being discharged on (B)(6) 2025. No other information available.

Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2025, for a history of abnormal bleeding. The novasure procedure was reported as uncomplicated. Later the patient presented to the hospital on (B)(6) 2025 with abdominal pain and was discharged home with antibiotics. The patient was admitted to an outside hospital for 3 days and received intravenous antibiotics on the suspicion of endometritis. Later she was admitted to the hospital from (B)(6) for pain and infection. Images on (B)(6) suggested hematometra/pyometra and a dilation and curettage confirmed pyometra. Patient was reported as being discharged and stable and completed antibiotics. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.